Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a rust of mold was found on the product string. It was indicated that a recannulation of a replacement tube was required.

Manufacturer narrative:
Correction: (patient code). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, a rust of mold was found on the product string. It was indicated that there was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.